Manufacturer narrative:
The event as described is deemed as serious. From a preliminary clinical perspective, a causal relationship between the s4s/sur-fit natura 2 pc - 2 pc durahesive (dh) convex wafer and this event is deemed possible because product use is temporally associated with the skin where the problem occurred. It is reported that end-user uses skin prep and brava strips, and has been leaving skin barrier on longer because the brava strips helps product to stay in place. The weather has been hot and he does perspire more than usual. Washes with soap and water. In addition, end-user reports that they have applied sh powder and skin prep without improvement. End-user was advised to perform frequent dressing change, especially during the hot weather, and to use a soft cloth between pouch and skin to allow air flow. He was also advised that any medication used should be in powdered form or liquid that dries without leaving an oily residue. End-user indicates that they will visit primary care physician if condition persists. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. A return sample for evaluation is not expected. Reported to the FDA on (B)(4) 2013.

Event description:
End-user reports that when he changed his skin barrier about 2 weeks ago, he noticed a red sore rash under entire skin barrier. Eight days later at his next appliance change, he noticed that the rash had become worse. The rash presented with redness, itching and burning accompanied by soreness with some of the skin peeling and extending down under the pouch. Product has been in use for 6-7 months.